Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(4). Concomitant medical product - unknown liner. Unknown femoral head. Unknown exeter stem - competitor's product. Hughes r.e., batra a., hallstrom b.r. (2017) "arthroplasty registries around the world: valuable sources of hip implant revision risk data.", current reviews musculoskeletal medicine (2017) 10:240¿252, https://www.ncbi.nlm.nih.gov/pmc/articles/pmc5435639/. - the purpose of this paper is to briefly describe arthroplasty registry concepts, international registries around the world, us registries, and provide a parsimonious summary of total hip arthroplasty (tha) implant revision risk reports across registries. -the product and lot number identification necessary to review manufacturing history and the complaint history was not provided. -current information is insufficient to permit conclusion as to the cause of the event. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01142 and 3002806535-2017-01143.

Event description:
It has been reported in a journal article that 1477 mallory-head cup(hybrid implants) revisions due to unknown reasons were performed. The data was obtained from the danish joint registry for the past 10 years. Attempts have been made to retrieve additional information on the reported events, however no information has been made available.